Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced a -burning and stinging at the implantable neurostimulator (ins) site since mid (B)(6) 2018. The patient noted that it went away after a short time, but the sensations returned on (B)(6) 2018 and it seemed worse than before. The burning and stinging continued even when the ins was turned off. There were no reports of trauma or falls that could be related to this issue. In the end, the patient was re-directed to their healthcare professional (hcp) but the patient didn¿t have one that takes their insurance. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient found a hcp to remove the device and will install a smaller one on the other side. The circumstances that led to the burning and tingling at the implant site was that the device was close to the surface of the patient's skin. The battery was also coming to its end of life and that caused the tingling sensation. The patient is being careful to avoid the area when dressing/undressing and when using a towel until the device can be replaced. No further complications were reported.